Event description:
The reporter stated that he had done back to back blood glucose tests, within 10 min, using different finger sticks. His results were 355, 470, hi and 250 mg/dl. He did not have any symptoms. Reporter said that he had been cleaning his meter with alcohol. He did not have any control solution to test with.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8